Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during a case, the surgeon noted a deviation between the biopsy probe and passive planar probe of approximately 2 mm at the target site. The articulating arm was used the entire time. The site performed the magnetic resonance imaging (MRI) guided laser protocol initially. Afterward, the site switched to the biopsy probe to perform the biopsy. In guidance view the navigation system reported that the projected target was 2 mm away from the desired target while using the biopsy probe. The manufacturer representative (rep) reported that the articulating arm was not bumped when switching from the magnetic resonance imaging (MRI) guided laser to biopsy procedure (as far as they could tell). The rep performed troubleshooting by touching skin at an anatomical point with each probe. From the rep's point of view, it was noted there was a slight deviation between probes when touching the same anatomical point on the skin. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.